Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic with 60 episodes of non-sustained rv oversensing. The patient was asymptomatic. The signal indicated myopotential oversensing. Programming changes were made. The patient was good.